Event description:
The complainant stated that the head section will not lower. She stated that the head is working now because technical support walked her through switching the head and knee plugs around on the control box.

Manufacturer narrative:
The complainant requested part information for the control box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.